Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. Of note, there was no controller event data available for the reported event date of 14sep2025, as this was overwritten by newer events. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient presented with syncope and a racing heart. Their mean arterial pressure was baseline at 80. It was noted that the patient periodically sent in implantable cardioverter-defibrillator (ICD) transmission, so the customer had a concern that the syncope was caused by arrhythmia. The syncope episode was on (B)(6) 2025 between 5 am and 8 am. Log files were sent for review. Log file interrogation revealed only pulsatility index (pi) events. Otherwise, there were no other notable alarm conditions or parameter changes.